Event description:
The following has been reported: lvp pump serial# (B)(6) that was reported cassette could not be removed from pump. Staff was able to remove the cassette. Then pump will not turn on. Charged the pump overnight. While testing pump there were no problems. Investigated history log found numerous pump problems on october 5,2024. There was no any report of patient harm or of the issues stopping an active infusion a preliminary review of the logs identified the following issue: processor hardware failure (linux core). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
The device was returned for a som crash. This crash was unable to be reproduced during mock infusions, which this unit passed without issue. An internal investigation was performed and it was identified that the rear cover o ring has a small tear that is starting to form.